Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) mentioned that user did not have cycle count access and stated user would wait for customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, key to the fridge had not been returned, and the user was unable to issue medication because the system prompted for the key. The customer also stated that they do not have cycle count access.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.